Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting rapidly. Additionally, it was reported than an occlusion alarm occurred. Reportedly, customer cleared the occlusion alarm and successfully resumed insulin delivery. Customer's blood glucose was 250 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.